Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Corrected data: corrected h6 health effect - impact code and medical device problem code.

Manufacturer narrative:
The report of unable to remove extension was not confirmed. As received the lead extension (b) was not stuck in the ipg header. However, when analysis was performed it was noted that the setscrew engagement marks were not located properly on the appropriate contact and there was an exposed internal wire as a result of the setscrew being excessively torqued down.

Event description:
Related manufacturer reference number: 1627487-2021-17005. It was reported that during an ipg replacement surgery on (B)(6) 2021 (reference manufacturer report number: 1627487-2021-16941) the physician was unable to remove the extensions from the ipg. Reportedly, the ipg header was cut open to remove the extensions. After removing the extensions it was noted that the proximal tips looked damaged. As such, the extensions were explanted and replaced with new extensions to address the issue. Reportedly, therapy was confirmed post operatively.